Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The company service representative examined the system, confirmed, and replicated that the energy on target from the surgical focusing module (sfm) was nonconforming, which may have potentially contributed to the reported event. The company service representative cleaned the galvos and calibrated the energy polynomial. The system was then tested and met all product specifications. It remains inconclusive how or when the energy on target drifted out of specification. While the company service representative did confirm that the energy on target was nonconforming, it remains inconclusive at this time whether this did or did not contribute to the reported event of capsulotomy tear. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Alcon lensx site #(B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient had capsulotomy tear during laser assisted cataract surgery and the surgery was completed without any issues.